Manufacturer narrative:
2 coloplast catheters were utilized by the end user which will be filed under separate MFR#'s. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a female end-user informs that during the last year she has had 10 urinary tract infections (utis) and 19 hospital stays due to catheterising. During the last 30 years she has had recurrent utis and hospitalization. The end-uses states that it is not a problem with the catheters, they are not defective. The end-user also informs that she has been hospitalized overnight many times over the years of catheterizing and she has seen many doctors about how to stop the uti's from happening, but no solution has been found yet. No additional information was provided.